Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device had a connection issue with a baxter set. The reporter stated that when the ¿slightest movement¿ or ¿minimal force¿ was applied, the luer lock disconnected from the set. This occurred during infusion of heparin, and led to a leak of heparin on the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using naked eye and no defect was observed. Functional testing including underwater and pressure tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.